Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was exhibiting unstable left ventricular (lv) lead impedance with out of range measurements above 2500 ohms. This crt-d system remains in service. No adverse patient effects were reported.